Event description:
A report was received that the patient was experiencing inadequate therapy due to high impedances. X-ray revealed that the connectors for the left and right lead were situated apart with one behind the right ear and one further down the neck. The physician decided to perform an exploratory surgery to determine the source of the impedance. The left lead connector was reconnected to the lead extension. The physician noticed that the connector further down the neck had a slight discontinuation of the insulation on the lead. The physician could see a fracture of the lead, however there were no exposed cables. The patient will undergo a full lead revision.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: db-1110c serial/lot: (B)(4) description: vercise implantable pulse generator kit model: nm-3138-55 serial/lot: (B)(4) description: 55 cm 8 contact extension kit model: db-2201-30ac serial/lot: (B)(4) description: vercise lead kit, 30cm additional information was received that the dbs system was explanted due to infection. There was swelling and redness at the incision sites of the previous exploratory surgery. The patient was administered antibiotics. No further information could be obtained. The explanted devices were not returned to bsn as they were discarded. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing inadequate therapy due to high impedances. X-ray revealed that the connectors for the left and right lead were situated apart with one behind the right ear and one further down the neck. The physician decided to perform an exploratory surgery to determine the source of the impedance. The left lead connector was reconnected to the lead extension. The physician noticed that the connector further down the neck had a slight discontinuation of the insulation on the lead. The physician could see a fracture of the lead, however there were no exposed cables. The patient will undergo a full lead revision.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: db-2201-45dc serial/lot: (B)(4). Description: 45 cm twist lead, 0.016 tungsten stylet.

Event description:
A report was received that the patient was experiencing inadequate therapy due to high impedances. X-ray revealed that the connectors for the left and right lead were situated apart with one behind the right ear and one further down the neck. The physician decided to perform an exploratory surgery to determine the source of the impedance. The left lead connector was reconnected to the lead extension. The physician noticed that the connector further down the neck had a slight discontinuation of the insulation on the lead. The physician could see a fracture of the lead, however there were no exposed cables. The patient will undergo a full lead revision.